Manufacturer narrative:
Updated d9, h6 film evaluation summary: the reported endoleak was confirmed on the videos provided; however, the cause and source of the endoleak could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy and post-implant CT's were not available for a more thorough assessment of the stent graft in-vivo configuration. A type iiia separation endoleak can be ruled out as there appeared to be adequate overlap between stent grafts. A type ib distal endoleak is unlikely to have occurred as contrast blush was still observed in the limb after extending the right distal seal zone and embolizing the right internal iliac artery. A type iiib fabric endoleak is less likely to have occurred so soon after the index procedure. Moreover, the relining of the existing grafts during the intervention would have likely resolved this type of endoleak. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity, which may have been exacerbated by fabric stretching in the angulated areas of the stent graft system. Other factors such as heparin dose, outflow resistance, imaging quality, volume of the aneurysm sac and an unknown c coagulopathy may have also contributed to this likely type IV endoleak. It is also possible that a concomitant type ia proximal endoleak may have been present. Anatomical factors such as the observed angulated neck may have been a contributory factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular ruptured 95mm aaa .  It was reported that during the procedure , the stent was implanted and deployed in strict accordance with the implantation process. The postoperative angiography result was normal. After the operation, the patient was transferred to the ICU for observation. During the observation period in the ICU, an enhanced CT scan of the aorta was performed, and internal leakage of the stent was found. The type of endoleak is unknown but was said to mainly affect the main body bifurcate . The patient was noted to have bloating, hypotension and unstable vital signs. Six days later another operation was performed where three endurant stent grafts were implanted. An angiography was also performed of the kidney. The contrast agent was seen between the stent and the vessel wall, the endoleak type could not be judged, but the physician did not rule out the possibility of damage to the stent. The endoleak still partially existed after the intervention and implant of the three stent grafts. Per the physician the cause of the event could not be determined.  No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 11-sep-2024, UDI#: (B)(4) ; product ID: enlw1613c120ee, serial/lot #: (B)(4), ubd: 20-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.